Event description:
The customer reported that they had inconsistent pads/paddles messages on the event summary.

Manufacturer narrative:
The customer reported that they had inconsistent pads/ paddles messages on the event summary. The device was evaluated at philips, and the symptom was verified. Replacement of the therapy port and the therapy connector resolved the reported symptoms.